Event description:
The customer reported that the unit failed to power up on ac power.

Manufacturer narrative:
The customer reported that the unit failed to power up on ac power. The hospital biomed ordered an ac power supply. As of 6/11/10 there have been no further calls from this customer regarding this failure.